Manufacturer narrative:
Product complaint ( B)(4). Additional information received from conversation with surgeon: the surgeon stated that event occurred during a radical nephrectomy while isolating the lower pole renal artery. His plan was to divide the lower pole renal artery. After reviewing video, the jaws were partly around the main renal artery. He waited 15 seconds and fired the stapler and immediately saw bleeding. The surgeon was not sure if larger renal artery was behind the cut line. In the video there were staples observed in the main artery. The bleeding stopped after placing a clip. There were staples on lower pole but bleeding right through them. The surgeon understands no marching with this device and must have visibility of tip of jaws. He stated the device may not have been used appropriately and better in-service might help in future.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Video analysis: the video shows tissue manipulation with devices and bleeding is noted during the video. At the 00:31 mark, a device with a white reload is introduced. At the 00:43 mark, the device is placed over the tissue. At the 1:01 the device is fired. At the 1:08 the jaws of the device are opened and closed then bleeding is observed. At the 1:32 a clip is introduced and placed over the staple line. At the 2:16 mark the device is removed. At the 2:24 mark a clip is introduced and placed over the staple line. At the 2:37 mark a third clip is introduced and placed over the staple line. At the 3:31 a fourth clip is introduced and placed over the staple line. At the 3:56 suture is introduced and placed over tissue. At the 4:41 surgiflo is applied on the tissue. At the 4:58 mark a fifth clip is placed over the staple line. No malformed staples are noted during the video. Based on the bleeding noted during the video reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: the surgeon fired on two renal arteries at the same time. As the surgeon put the vessels in the jaw, the smaller vessel was more proximal (about 3mm), and the larger vessel was more distal (about 9mm). They said that when they fired it they clamped down and the larger vessel sealed well, but the smaller more that was more proximal, is the one that had the misfire, the staples did not a 'b' they were malformed. The surgeon is wondering if the different sizes may have caused the issue and or contributed to the misfire on the small vessel that bled. Upon reviewing of the video from the case the surgeon noted that neither vessel stapled properly. Also, in the video the more distal vessel was not visual, it was kind of buried. Upon approval from the chief of surgery the video may be released. Additional information requested and received: what were the indications for surgery? Unknown. Were any issues noted with staple formation? Yes. It appeared that there were malformed staples as there was significant bleeding. Was device difficult to close? They did not give any indication that it was difficult to close. Were any unusual noises heard? No unusual noises were noted. Can it be confirmed that the entire width of both compressed vessels was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Cannot be confirmed. Were there any clips or calcification in area of firing? Unknown. What is the current patient status? To our knowledge, the patient was discharged from the hospital the day after the case and is doing great.

Event description:
It was reported that during a robotic radical nephrectomy procedure, the vascular stapler with vascular reload, no buttressing material, fired across the renal artery and when the jaws of the instrument were opened after firing, bleeding started to occur. The amount of blood loss wasn't known but required a blood transfusion. The procedure was converted from a robotic procedure to an open procedure. It was not reported how the procedure was completed. The patient is stable.